Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: a2dr01 ipg, implanted (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited high thresholds that had been slowly increasing. It was also noted the rv lead had non-physiologic episodes as well as oversensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.